Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: I have just returned from lunch and have been informed that the same issue has happened with a different batch of 50ml single syringes on a bolus product. The operators got new syringes in and made the product but what should we do going forward? Seems to be found in multiple batches now. Please can you provide the bn and send unused samples over. I will add the bn to the existing moa. Silicone visile.